Event description:
Medtronic received a report that in order to detach the coil, tried to attach the ID-1 to the wire of the coil and detach it, however, it could not be detached and in addition, ID-1 could not be removed anymore from the wire of the coil. The coil was able to be detached by emergency separation, so there is no problem. The devices were prepared as indicated in the package insert.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4): as found condition: the instant detached and axium prime pusher were returned for analysis within a shipping box and within two resealable plastic biohazard pouches. Damage location details: during evaluation, a portion of the pusher was found to be extending out from the instant detacher cap with the release wire broken from the pusher. The instant detacher was taken apart to evaluate the components. The actuator interface was found bent, and the coupler tubing was found to be pulled/pushed into the instant detacher cap. The surface around the bottom inner diameter of the instant detacher cap appeared to be clean, but slightly damaged (chipped). The axium prime pusher was found kinked at the positive load indicator. The pusher was found broken at two locations, proximal to the break indicator and at the break indicator, typically indicative of manual detachment attempts. The release wire was broken from the proximal pusher segment and extending out the distal-most pusher segment. The coin was found retracted out of the lumen. The shield coil was found intact, and the implant coil was already detached and not returned for analysis. The coin and lumen stop were found undamaged. Testing/analysis: the coupler tube outer diameter (od) was measured to be 0.0160¿ and found to be within specification (specification: 0.0160¿ ± 0.0002¿). The inner diameter of the cap hole was measured to be 0.0148¿, which is within specification (specification: 0.0145¿ ± 0.0010¿). An in-house coil was then used to test the instant detacher. No difficulty was experienced inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap (which is expected). The in-house implant coil was detached with no issue on the first attempt with the pusher not stuck within the instant detacher after detachment. Conclusion: based on the device analysis, the customer report of ¿pusher stuck in instant detacher¿ was confirmed. The coupler tube was found to have been either pushed or pulled through the instant detacher cap hole. During normal use, the coupler tube would have been stopped at cap, allowing only the actuator interface through the hole. It is possible that the customer use force to insert the pusher through the instant detacher causing the coupler tube to enter the hole. It is also possible that the coupler tube became stuck on the actuator interface and the coupler tube was pulled into the hole along with the actuator interface during detachment attempt. The actuator interface was found bent within the cap, which could potentially have contributed towards the pusher stuck. The cause of the damage to the actuator interface could not be determined. It is possible the actuator interface became slightly bent p rior to insertion into the instant detacher, causing the actuator interface to become bent further when it failed to enter the actuator. The customer report of ¿non-detachment¿ is likely caused by the bent actuator interface not fully inserting into the actuator within the instant detacher. The instant detacher cap was found chipped, likely caused during the attempt to retract the actuator interface following detachment. There are no issues found with the returned instant detacher that would contribute towards the failure and the instant detacher detached an in-house coil with no issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the aneurysm was located in the internal carotid ophthalmic artery and was 3mm. Vessel tortuosity was normal. The patients had no problems with recovery and there were no problems related to the event. There was 1 attempt at detachment with the instant detacher and no attempts using the manual method. It was noted that there were no issues prior to coil non-detachment. There was no damage observed to the pushwire after removal from the patient.